Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the upper 300 mg/dl range and insulin injections were administered to address the high bg level. As the customer changed the supplies on the pump, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.